Event description:
The customer reported a dark image and the inability to view needle placement during an interventional procedure. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The image processor pcb assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.